Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
Additional information was received that the a nursing home health care professional (hcp) was unsure if the patient had experienced a syncopal episode or seizure. Interrogation of the device revealed no episodes that correlated with the incident and normal device function was observed. Additionally, the patient was noted to be in chronic atrial fibrillation (af). This product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that this crt-d was routinely explanted and replaced. The device was returned for analysis.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced a syncopal episode and a seizure. A remote interrogation had been completed and a health care professional (hcp) contacted a company representative to discuss retrieval of the data. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.